Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during robotic sacrocolpopexy, after navigating the retro-peritoneal fat, the iliac vessels, midsacral arteries and veins as well as hypogastric plexus, the suture broke at the knot on the anterior vertebral ligament. Surgeon used another reload to resolve the issue. No patient injury.